Event description:
A malfunction alarm, identified as code malf 9, was reported while no notable events occurred beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support provided assistance with resetting the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to contact support if any further malfunctions arose, which they understood and acknowledged.